Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that rf pic failed self test alarm. The customer's blood glucose value was between 90-110 mg/dl. The customer reported that they had received the alarm multiple times. The customer reported that they were able to complete rewind. The customer was advised that the insulin pump will need to be replaced and advised customer refer to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with rf pic failed self test alarm during self test due to faulty y1.